Manufacturer narrative:
Additional info: b5: event updated. D4: model number, catalog number, lot number updated. G4: 510k updated corrections: d1: updated to mbi. D2: updated to non-degradable fixatn fastener.

Event description:
Additional information received on 11/16/2023: the part numbers for the devices used during the original procedure are (2) ar-8990st fibertak dx, (2) ar-1788j-cp internal brace implant system, ligament augmentation repair, bio-composite, with jump start dressing and an ar-8979p dx swive lock. Additional information received on 11/17/2023: according to the patient's on (B)(6) 2023 operative report, the patient had been experiencing recurrent abscess of the right ankle for the past eight months. A fiberwire suture was removed, and the abscess was drained. The operative report from on (B)(6) 2023 indicates that there was a suture from the distal fibula to the lateral calcaneus and from the distal fibula to the medial to the lateral talus. This suture was connected at the level of the fibula. The suture implant at the lateral calcaneus and fibula was easily removed. The suture anchor at the lateral talus was freed with curettage and removed. The fragments of the suture were sent to pathology as specimen. The remainder of the suture was sent to microbiology for culture. Fluoroscopic images were obtained to ensure complete removal of retained hardware. A hemostat was used to explore the lateral calcaneus for retained bioabsorbable plastic, and no additional implants were identified.

Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex concluded that the most likely cause of the reported was a patient-specific event. Specifically, the patient-specific event involved an allergic-like reaction. Direction for use. Dfu-0087-13 at revision 0. Corkscrew®, pushlock®, and swivelock® suture anchors. C. Contraindications. 4. Bioabsorbable only: foreign body reactions. See adverse effects allergic type reactions. D. Adverse effects. 3. Bioabsorbable only: allergic-like reactions to pla materials (plla, pldla) have been reported. These reactions have sometimes necessitated the removal of the implant. Patient sensitivity to device materials must be considered prior to implantation. Direction for use. Dfu-0167-1 at revision 0. Collagen coated suture family. D. Contraindications this product is contraindicated for patients with known allergies to bovine collagen. Direction for use. Dfu-0222-6 at revision 0. Arthrex suture family. G. Adverse effects. Infections, both deep and superficial. 2. Foreign body reactions. The complaint allegation cannot be confirmed as the device was not received for evaluation, and no pictures of the failure were received.

Event description:
On (B)(6) 2023, it was reported by a patient via email that a patient underwent revision surgery due to a failed biodegrade implant. The patient is still experiencing infections even after revision surgery and has been unable to work. No further information has been reported at this time. Additional information received on 10/30/2023: the patient underwent a surgical procedure on (B)(6) 2022 for the right ankle. Sometime after the surgery, the patient started to experience infections. The patient underwent a revision surgery on (B)(6) 2023, in which a suture was removed. The patient still experiences infections and underwent a second revision surgery on (B)(6) 2023 to have the anchors from the internalbrace removed. All three surgeries were performed by the same surgeons; however, it was at different facilities. Additional information received on 11/7/2023: per the patient, four anchors were implanted, and all four were explanted.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.